Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with two 250cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade iii), post-procedure. The capsular contractures were diagnosed via ultrasound. As a result, the patient underwent bilateral removal and then bilateral replacement with two unspecified mentor gel implants on (B)(6) 2020. This medwatch form is for the second of two breast prostheses reported.

Manufacturer narrative:
On (B)(6) 2021, the product's photo investigation was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 11, 2021, the mentor failure analysis lab received the device for evaluation. Mentor received the following additional information: patient identifier, date of birth, product location (which breast the suspect medical device was implanted), and replacement devices. The following fields have been appropriately populated. Replacements: (left) 300cc mentor memorygel breast implant catalog: 3503001bc, lot: 7750178, sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 3503001bc, lot: 9379694, sn: (B)(6). On february 24, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the gel mod-rnd 250cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.